Manufacturer narrative:
An investigation was not possible because the product is not available. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to the malfunction is only possible by an examination.

Event description:
No device was returned to the manufacturer same incident as medwatch#3004721439-2025-00161.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a shunt assistant 2.0 (#fx102t) was implanted together with an progav 2.0 (#fx467t) during a procedure performed. According to the complainant, the valve was malfunctioned. The patient underwent a revision procedure on (B)(6) 2025. The complained product will be send to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure. Same incident as medwatch#3004721439-2025-00161.